Event description:
It was reported that this patient experienced a syncope event. The physician explained the rhythm presented a long pause. The device remains in service. No adverse patient effects were reported.